Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch utlrasmart meter had a display issue. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. For approximately one month, the pt had reportedly noted the reported meter was missing pixels from the characters on the display. The pt claimed she took no actions based on the meter issue. Two days prior and the following day, the pt reportedly experienced the symptom of blurred vision. The pt did not receive any medical attention or treatment. The pt is insulin-dependent. The meter was replaced. The insulin-dependent pt claimed to have experienced symptoms suggesting severe hyperglycemia after the reported meter's display issue began. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.